Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 174 mg/dl at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer could not clear the alarm. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer was advised to call back if the new battery cap did not solve the issue.